Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery acid leaked into battery compartment and insulin pump no longer worked. Customer's blood glucose was 500 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and with corroded battery tube. No button error alarm during out testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify any battery anomaly due to buttons not responding. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.